Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg, it alarmed a persistent error code 12 and the pcb had failed. The pump could not be evaluated further. It was serviced to correct the issue.

Event description:
The initial reporter stated that the no flow out alarm did not operate as expected. They stated that it failed to alarm. The initial reporter stated that this occurred during testing and had not affected a patient. They also stated they had no further information about the complaint. Complaint- (B)(4).